Event description:
Customer stated "on/off switch no good" reference repair order #(B)(4). 1216677-2020-00139 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation : x-inspect returned samples. Analysis and findings : complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 5/8/2007 under wo #(B)(4)and shipped on 10/26/2007. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: based on log 94444, this unit was at csi on 6/17/2020. The complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: unit was not functioning properly. Root cause: the damage to the unit was confirmed and being attributed to end user handling error. The diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. Correction and/or corrective action: the unit was repaired, updated accordingly, tested to specifications and returned to the customer. No further corrective action is necessary. Corrective actions relevant to the updated diaphragm are as follows; coopersurgical service and repair replaced the diaphragm on the unit, tested it and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. Review and closure: fault code: user, failure code: wear and tear . Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Customer stated "on/off switch no good". (B)(4). Leep system 1000 esu gen 52969 (B)(4).